Event description:
The consumer attempted to move her chair when it allegedly jerked, knocking her out of the chair, causing the chair to fall on top of her and cut her leg. Her alleged injury required a total of 39 stitches to repair. Serious injury is alleged.

Manufacturer narrative:
No injury confirmation at this time. Manufacturer spoke with caregiver and dealer on 8/30/06 and with the consumer again on 9/13/06. The consumer is reportedly too large for the chair and was recommended for a replacement chair. It is unknown if the product will be returned for inspection at this time. Consumer advises that the therapist's recommendation to the consumer to see a doctor and get a new prescription was followed. Consumer has a prescription from the doctor and is currently working with her therapist to replace the chair. Dealer advised not wearing a seat positioning strap. Medical condition may preclude proper use of device.